Event description:
It was reported on (B)(6) 2015 from that the patient is having a lot of drop attacks that are harder and lasting longer which is new for her. Clinic notes for replacement referral were received. The notes dated (B)(6) 2015 state that the patient's battery is at 10% ifi. Notes again state that there is no change in the frequency of seizures but the intensity is much more and she is falling more with her drop seizures. The patient is noted to be on high frequency cycling. The physician stated that the seizure frequency has not changed significantly but she is falling more so he will increase medication and assess at next visit. The issues were attributed to the weakening battery although the battery was still supplying therapy at ifi-yes. The patient's generator was replaced on (B)(6) 2015. The generator was disposed by the hospital and will not be received for analysis.